Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the electric pen drive device ran in a locked position and had unintended activation/motion. It was further determined that the device had insufficient/low power. It was further determined that the device failed pretest for check for unintended motion, check function in ¿lock¿ mode with epd hand switch, check function in ¿lock¿ mode with foot pedal and check speed with tachometer. It was noted that not all pretesting was possible as the device ran in a locked position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. D4: UDI: the UDI was incorrect in the initial report. The UDI has been updated as (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from romania that the engine of the electric pen drive device started automatically when it was connected to the console and did not have power. It was further reported that the device functioned only with one speed without torque. The reporter further clarified that the device had insufficient power supplied by the equipment causing the instrument to run slow, and/or with lower energy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.